Event description:
Medwatcher #(B)(4). On (B)(6) I had a hysterectomy. One of my essure coils migrated to my uterus and was deeply embedded. The other coil was in the fatty tissue of my bowel. The doctor removed my uterus, fallopian tubes and cervix.